Event description:
Reportedly, the triple line of suture did not hold on the pulmonary artery, when the pt was transferred from the operation table to the stretcher to be taken to the ICU, the reddon drains filled up with blood. An emergency re-operation was performed to control the massive hemorrhage. The artery was sutured. Procedure: pneumonectomy. Patient sex: unk.